Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however a picture was provided. The visual inspection observed an external blood leak at the level of the return screwed connection. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150 set, an external blood leakage at the screwed connector was observed and no alarm was generated. It was reported the patient hemoglobin (hb) level was 8.4 g/dl before treatment and when the issue was found the hb was 8.0 g/dl. A blood infusion was prescribed and another set was used to continue treatment. It was reported "the patient is fine without adverse effect". No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.